Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes premature battery depletion. It was reported that the hospital disposed of the device.